Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient asked if they could have the interstim removed because it is not working for a few years now. Patient was told the device would last 5 years but when patient told their doctor that it was not working the doctor said they would leave it in another 5 years. Patient did not know why and did not know if the ins has reached end of service. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.